Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, the pump kept rebooting and the issue was unresolved by changing the batter and the battery cap. The reporter stated that there was no damage to the pump casing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the black box indicated multiple unexplained reboots had occurred. The battery cap contacts were found to be within required specifications. Investigation revealed that the battery compartment was cracked. There was no evidence of any moisture inside the battery compartment. The returned battery cap was able to secure properly to the pump and maintained electrical connection. The battery cap was unscrewed a half turn with no power loss occurring. The pump was exercised for 24 hours with no power issues occurring. The pump casing was removed and no internal defects were found. The complaint could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed the following: the pump casing was cracked near the upper right corner of the display lens. The audio bolus button cover was torn/punctured, however the audio bolus button responded normally to button presses. The display was faded and discolored. (B)(4).